Event description:
It was reported that an asymptomatic patient presented to the ER after receiving multiple shocks due to a vt storm. The final episode showed all therapies were delivered without converting the rhythm. The patient's rhythm spontaneously converted on its own while in the ER. The patient was admitted to the hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.